Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for examination. The actuator is in its post t2 position indicating a complete deployment. The needle is bent. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the trigger was manually advanced during deployment of t1 resulting in the pre-deployment of t2. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery when the doctor trigger the first implant, it deploy simultaneously both implants. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.